Event description:
It was reported that the patient presented for a follow up. The patient's right atrial (ra) lead exhibited lack of slack. During the revision procedure, the ra lead dislodged and the helix failed to extend while repositioning the lead. The ra lead was explanted and replaced. The patient was stable.